Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# j0357354v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that she had utis since her first implant.